Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (connector is bent) has been confirmed. Upon eval, the power brick connector was bent and would not stay connected to the charger. The cause for the damaged connector cannot be positively determined, but was likely a result of excessive force. No adverse event resulted from the defective power brick connector. The pt received a replacement battery charger/modem.

Event description:
A (B)(6) male pt contacted zoll customer support to say that the charger/modem "plug does not stay in the back of the base too well". The pt was issued a replacement battery charger/modem.